Event description:
The patient reported they were experiencing a loss of therapeutic effect for the past week. Loss of bladder control was noted. The patient had "doubled the amp" and feels the stim. Symptoms reported had sudden onset. Regarding if the patient remembered anything unusual last week, the patient noted they went to a trampoline park and was jumping. The patient was redirected to their hcp (healthcare provider) since the patient had not seen the doctor in over a year. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va0erq5, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-33, lot# va0duwp, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).